Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. It was reported the first needle broke after 1st pass and no further information available on the other two needles that would help determine the root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one similar complaint from the same facility for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a rotator cuff repair that the tip of three of the customer&apos;s expressew iii needles had broken off in the patient after two different expressew ii guns were used. The sales rep reported that the surgeon switched to a different expressew ii gun on a second attempt and the second needle tip broke as well. The surgeon attempted a third time with the second gun with a third needle from the same lot and the same issue occurred. The sales rep reported that the first needle broke on the first pass and was unknown when the other two needles broke. The surgeon completed the procedure by using the second expressew ii gun with a needle from a different lot number with no patient consequences. The sales rep reported that it was noticed immediately that the tips broke off and the surgeon was able to remove the broken tips from the patient&apos;s joint successfully which caused a ten minute delay to the case. The sales rep stated nothing was left in the patient and no x-rays were performed. The sales rep was not present for the case and had no further information. The sales rep stated that the devices were discarded. Associated medwatch 1221934-2015-00760, 1221934-2015-00761.